Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received a cartridge 1 alarm. The customer installed a new cartridge and the alarm was resolved. The customer was not sure if the blood glucose level was impacted and was not going to test it.